Manufacturer narrative:
Concomitant medical products: product ID: 6944-65 lead, implanted: (B)(6) 2007; product ID: mcs-p3-31-aoa-us transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing from the right atrial (ra) lead which led to inappropriate withholding of ventricular tachycardia (vt) therapies. The lead is still in use. No further patient complications have been reported as a result of this event.